Manufacturer narrative:
A supplemental MDR is being submitted due to corrections. H6 impact codes was corrected.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information and corrections.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2,h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined for any abnormalities and the following was observed: one (1) strut bent outward approximately 90 degrees at the inflow side. Due to the nature of the complaint, no applicable functional or dimensional testing was performed. The complaint was confirmed through visual examination. Imagery was provided by the site and revealed the following: patients left access vessel had presence of calcification and tortuosity. Crimped valve exposed through sheath liner. One (1) strut bent outward at the inflow side. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on device return. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) likely contributed to the event. As report, the sheath torn on the expansion area, and the resistance of pushing the delivery system up had pushed the delivery system into the internal iliac. There was no support from the sheath which caused the system to take the path of least resistance. Only the nose cone of the delivery system made it out of the top of the sheath. The valve was observed to have a bent strut. Per 3mensio, patients access vessel has calcification and tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation correction findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined for any abnormalities and the following was observed: one (1) strut bent outward approximately 90 degrees at the inflow side. Due to the nature of the complaint, no applicable functional or dimensional testing was performed. The complaint was confirmed through visual examination. Imagery was provided for review. Imagery was provided by the site and revealed the following: patients left access vessel had no notable calcification or tortuosity. Crimped valve exposed through sheath liner one (1) strut bent outward at the inflow side. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on device return. Available information suggests procedural factors (excessive device manipulation, high push force) likely contributed to the event as report the sheath torn on the expansion area, and the resistance of pushing the delivery system up had pushed the delivery system into the internal iliac. There was no support from the sheath which cause the system to take the path of least resistance. Only the nose cone of the delivery system made it out of the top of the sheath. The valve was observed to have a bent strut. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by the edwards lifescience field clinical specialist, regarding a 26mm sapien 3 ultra valve in the aortic position. Standard tavr was performed on the left side. Pre dilator was used on back table, and sheath inserted. There were no issues with inserting the 14f esheath plus into the patient. The loader tool was inserted all the way and the 26mm sapien 3 ultra valve and 26mm commander delivery system were inserted into the sheath and advanced. The physician said that the valve had normal push to pass through. When advancing the valve through the sheath, it was noticed wire coming back from the lv. Panned to the access point and observed the delivery system had prolapsed into the internal iliac of the patient. The sheath torn on the expansion area, and the resistance of pushing the delivery system up had pushed the delivery system into the internal iliac. There was no support from the sheath which cause the system to take the path of least resistance. Only the nose cone of the delivery system made it out of the top of the sheath. The valve was observed to have a bent strut. Vascular surgery was called and decided to pull the delivery system back. After getting it straight they tried to walk delivery system back and was asked to stop because the valve was partially out of the side of sheath. The decision was made to surgically cut down on the iliac to remove valve. The procedure was stopped and vascular surgery was performed. Ligation of the left distal common iliac, internal iliac and external iliac ligation with common iliac to left common femoral artery (cfa) bypass and bilateral femoral artery cutdowns. Patient received 8 units packed red blood cells (prbc), 6 u ffp, 1 of platelet, 10 cryo. The devices were cut out of the patient. The patient was reported as stable.

Manufacturer narrative:
A supplemental MDR is being submitted due to correction for medsun report number in the appropriate section. Sections: g3, g6, h2, h10 have been corrected.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer reports: 2015691-2024-03495. 2015691-2024-03497.